Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a painful knee, revised for loose femoral component. Femur and sleeve were loose. Femoral component was separated from bone to disengage the morse taper. Sleeve and stem were then removed from the femur. Unknown cement was used. Doi: (B)(6) 2013, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.